Event description:
Dentist reported that, after dental hygienist used product to clean pt's teeth, pt developed a red ring around his mouth. Pt's co-worker called dentist later that evening to report that pt had developed hives and was pale and lethargic. Dentist instructed co-worker to take pt to the hosp. Pt was admitted and treated for severe allergic reaction.